Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and did not confirm the hgb blank shift issue. On (B)(6) 2015, the customer reported hgb trending high on quality control samples run on the instrument. The customer adjusted the hgb cal factor down and hgb was trending back up again. The fse cleaned and adjusted the cuvette that appeared dirty and cloudy to resolve the issue. (B)(4).

Event description:
The customer reported receiving hemoglobin (hgb) blank shift error messages and inconsistent hgb results on a unicel dxh 800 coulter cellular analysis system. Attempts at troubleshooting failed to resolve the issue, and a service visit was requested. No erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. This report refers to the event that occurred on the date of event. Refer to MDR 1061932-2015-01201 for the event that took place (B)(6) 2015.